Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles outer device, opening linear on diaphragm valve and broken plug strap leak test and microscopic analysis was performed which identified: striated opening on valve seat diaphragm valve and striated broken on plug strap. Based on the device analysis the final assessment is: a striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool. A striated opening on valve seat diaphragm valve assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "patient's concern with the product." Device remains implanted.